Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection noted traces of blood/body fluid in the lead and cable lumens at the electrode end; this is common as this is an open lumen lead. A new stylet and guidewire were both able to be passed through the lumen and removed without any issues or blockages. Laboratory analysis was unable to confirm the reported clinical observation.

Event description:
Boston scientific received information that this lead was an attempted left ventricular (lv) implant. The implanting physician slipped while cutting away the outer catheter and the lead dislodged from its intended site. The physician then attempted to insert a stiff guidewire into the lead for repositioning but was unable to insert it fully encountering resistance. The lead was removed and flushed at which time blood was observed in the insulation. The procedure was completed with an alternate lead. No adverse patient effects were reported.